Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking from the tubing underneath the cycler. Prophylactic antibiotics were administered as a precautionary measure. There is no known pt ill effect. There is a sample available for eval.